Event description:
Customer reported that the t:slim x2 pump battery would not charge, although they managed to get the pump to charge later. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting and was advised to call back if the issue reoccurs.